Event description:
It was reported the pt had felt a burning sensation at the ipg site. The sjm rep met with the pt and determined the pt had an intermittent itching sensation at the ipg site. The pt was scheduled for a f/u appointment regarding the issue, however, it was reported the pt had not shown up for appointments.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.